Event description:
It was reported a clinical study patient benign prostatic hyperplasia (bph) procedure (B)(6) 2012. Post procedure, the patient presented with retrograde ejaculation, onset date (B)(6) 2012; continuing as of (B)(6) 2012. No further information was reported.

Manufacturer narrative:
Event problem: patient: used for retrograde ejaculation.